Event description:
A customer contacted beckman coulter inc., (bec), and reported that unicel dxc 600i synchron access clinical system generated erroneously elevated troponin (accutni) results, above the ami cutoff, for one patient. Testing of the patient sample on a different instrument in the customer's lab and at an alternate laboratory produced lower results within the normal reference range of the assay. The patient was redrawn and the erroneously elevated result reproduced within the risk stratification range on the dxc 600i instrument, and a result within the normal reference range was generated by the customer's other instrument. The erroneous results were not reported out of the laboratory. The patient was admitted from the ER. There is no clear indication the patient received any hospitalization/treatment in connection to the event as no discrepant results were reported out of the lab.

Manufacturer narrative:
The patient sample was collected in a lithium heparin plasma gel separator tube. The specimen was centrifuged for an unspecified time and speed in a fixed angle centrifuge. Qc was performing within the customer's established ranges after the event. System checks failed to pass within instrument specifications on the date of the event due to qns errors; which typically indicates there was not enough sample added to the system check sample cup prior to starting the run. The customer reported they cleaned the instrument probes and then performed a passing system check. The customer also reported some drips falling from the closed tube accession (cta) piercing probe. After trouble shooting the issue with hotline, hotline suggested that the customer should replace the probe. Service has not been dispatched for this event. A definitive root cause for this event has not been determined to date based on the supplied information.